Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the customer received a power source alert when attempting to charge the pump with the wall adapter. Reportedly, plugging the usb cable into another usb port resolved the issue. The customer's blood glucose was 153 mg/dl. The customer continued to use the pump for insulin therapy.